Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sporadic severe lower abdominal pain') in a female patient who had essure (batch no. 20192094) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced breast discharge ("discharge from nipple"). In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods"), headache ("headaches"), nausea ("nausea"), apathy ("feelings of hopelessness"), anxiety ("anxiety"), urinary tract infection ("proneness to urinary tract infections"), dermatitis contact ("severe sensitivity to earrings"), rash ("random rashes and itchiness") and pruritus ("random rashes and itchiness"). The patient was treated with surgery (essue removal). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown and the metrorrhagia, headache, nausea, apathy, anxiety, urinary tract infection, breast discharge, dermatitis contact, rash and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, apathy, breast discharge, dermatitis contact, headache, metrorrhagia, nausea, pruritus, rash and urinary tract infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sporadic severe lower abdominal pain') in a female patient who had essure (batch no. 20192094) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced breast discharge ("discharge from nipple"). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods"), headache ("headaches"), nausea ("nausea"), apathy ("feelings of hopelessness"), anxiety ("anxiety"), urinary tract infection ("proneness to urinary tract infections"), dermatitis contact ("severe sensitivity to earrings"), rash ("random rashes and itchiness") and pruritus ("random rashes and itchiness"). The patient was treated with surgery (essue removal). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown and the metrorrhagia, headache, nausea, apathy, anxiety, urinary tract infection, breast discharge, dermatitis contact, rash and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, apathy, breast discharge, dermatitis contact, headache, metrorrhagia, nausea, pruritus, rash and urinary tract infection with essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Case become incident. Essure removal added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.